Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged door. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the damaged pump head door was unknown. In order to correct the condition, the door assembly was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.